Manufacturer narrative:
8/11/97-supplemental report #1 sent to FDA. The device was received and evaluated at co's facility. It was found that the handle safety was broken off which was attributed to the user attempting to force the safety when the device was not approximated properly first. In addition, a component of the anvil for proper staple formation was not assembled. It appears as if the device was never closed properly to allow a firing as the device contained a partial complement of staples. Device evaluation indicated and codes entered in h3 and h6.

Event description:
During a low anterior resection procedure, the staples and the anvil did not meet causing a non-hemostatic closure. The procedure was then performed lower down the colon. Additional tissue was resected. The patient's status is satisfactory.